Event description:
The company service representative stated the customer reported a corneal burn which occurred the week before. The customer did not have the specific date and did not know which surgeon was performing surgery at the time. Additional information on the event and patient status has been requested.

Manufacturer narrative:
The company service representative examined the system and no problems were found. The software was updated. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996. Vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.